Event description:
While a prostate biopsy was being performed, the device misfired on multiple occasions. The provider removed the prostate biopsy gun and obtained another device to complete the procedure, which caused an extended procedure length and patient discomfort.